Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench icon in its readiness display. During device evaluation, physio observed that the device had logged an event code into its memory and would not shock defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. It was observed that a capacitor, designator c156 on the analog pcb assembly had process residue. This caused improper voltages at the ECG pre-amplifier, which in its turn caused the device not to shock a shockable rhythm. The cause of the reported issue was due to process residue at a capacitor, designator c156 on the analog pcb assembly. A replacement device was provided to the customer under warranty.